Event description:
It was reported to philips that the ECG was intermittently noisy when used on a patient. There was no reported adverse patient impact. The device was not in clinical use when the reported issue occurred.

Event description:
The customer contacted philips health tech and reported ECG intermittently noisy. There was no reported of patient involvement / adverse patient impact.